Event description:
A medtronic representative reported that the navigation system arm was stripped at the star-burst connection. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.no parts have been received by the manufacturer for analysis.

Manufacturer narrative:
A medtronic representative reported that the damaged arm was removed from circulation at the site.